Event description:
Pt's parent called to report that the pt's meter would not power on pt tests 6x a day and relies on the meter to tests their blood glucose. Since meter was not working, the parent was taking the pt to the ER to get their blood glucose reading, so they could give the pt the appropriate amount of insulin. Pt did not have any symptoms. Pt did not have a back up meter to test their blood glucose. Ccr was unable to resolve the issue over the phone and sent pt a new meter.